Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a shocking and right ventricular pacing lead impedance measurements of greater than 125 and 2,000 ohms respectively. Another device was implanted and all measurements were within normal limits. Over four years later, this right ventricular (rv) lead was explanted and returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator (crt-d) was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the insulation torn around the circumference, approximately 365 mm from the lead¿s terminal pin. The conductor coil was extremely stretched and extends to approximately 1325 mm. Resistance testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Further analysis revealed that the is-1 terminal molding containing the proximal seal rings is lifted, rolled back on one side, and stuck to the terminal molding. This damage is indicative of silicone to silicone bonding that can occur over time under pressure. The insulation and seal rings lifting from the lead could result in insertion difficulty and proper placement into a device header. This may have contributed to the above 2,000 ohms measurements noted during the implant procedure. Laboratory testing was unable to reproduce the reported clinical observation of the out of range shock impedance measurement; however, the lifted seal ring damage on the is-1 terminal pin would have contributed to the out of range pacing impedance measurements.